Event description:
A customer did not receive a replacement adc freestyle libre sensor, due to initially obtaining an error message when scanning. The customer stated, they received third-party medical treatment from someone other than themselves. However refused to continue the troubleshooting process. No further information was provided. There was no report of death or permanent injury.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was visibly not properly seated. And no physical damage was observed, on the sensor patch. Data was extracted using approved software. And the sensor was in state 1 (indicating storage state). Insertion failures were observed. The issue is not confirmed to use, due to the plug not being properly seated. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer did not receive a replacement adc freestyle libre sensor due to initially obtaining an error message when scanning. The customer stated they received third-party medical treatment from someone other than themselves, however refused to continue the troubleshooting process. No further information was provided. There was no report of death or permanent injury.